Event description:
Customer reported that his reservoir was empty earlier in the morning but he doesn't think he used that much insulin. No unusual alarms were noted in the alarm history. Customer was advised to monitor the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.